Manufacturer narrative:
Analysis was performed on the returned device. The reported suture detachment was not confirmed based on the returned device condition. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The returned device condition indicates the plunger was pulled (step 3) instead of deployed (step (2) which is out of deployment sequence. The proglide is designed to be deployed sequentially as indicated with numbering on the device. This would result in the needles not engaged with the respective cuffs to retrieve the suture. Therefore, the plunger likely was pulled without the suture connected thus appearing that the suture detached. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The four additional proglide devices referenced are being filed under separate medwatch report numbers.

Event description:
It was reported that an arteriotomy closure of a left common femoral artery was attempted using five proglide devices with a 6f sheath after a lower limb angioplasty interventional procedure. Reportedly, when the plunger of five proglide devices was removed, the suture was found broken. A sixth proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy.